Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the defective ultrasound image is damage of the ultrasonic probe; cause traced to component failure. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is damage of the ultrasonic probe and due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage to the ultrasound probe, resulting in a defective ultrasound image, which had missed elements and there was a chip (gap) in the adhesive area around the acoustic lens. There was no patient involvement.